Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive root cause of the foreign material in the nozzle was not established. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif/cf/pcf-260 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-260 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: due to clogging of nozzle the air supply volume, water supply volume, and water removal ability did not meet the standard value, due to a pinhole on universal cord the water tightness was lost, due to wear of angle wire the bending angle in up direction and the play of upward/downward (u/d) knob did not meet the standard value, adhesive on bending section cover (a-rubber) had a chip, crack, and white-clouded area, universal cord had a scratch, there was a gap between color ring and protector of the control section, adhesive around objective lens was peeled, objective lens has a crack, adhesive around light guide (lg) lens was peeled, connecting tube had a dent and coating peeling, suction connector (s-connector) had discoloration, image guide (ig) protector had a scratch, grip had discoloration, scope cover (s-cover) plate was unclear, switch 4 (sw4) had wear, suction cylinder (s-cylinder) was shaved, control unit had discoloration, electrical connector (el-connector) had corrosion due to water leakage, connecting tube had coating peeling, because the shaft of switch 1 (sw1) was detached the switch cannot be pressed down smoothly. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that there were no abnormalities with the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed air/water nozzle with detergent solution. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water supply failure. The issue was found during preparation for use of an unknown diagnostic procedure. The device was returned for evaluation. During the device evaluation, foreign came out of the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.